Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent the implantation of an implantable cardioverter defibrillator. The next day, imaging revealed the right atrial lead had dropped into the ventricle and, therefore, the physician repositioned the lead. The patient was stable throughout the procedure and did not experience any symptoms as a result of the dislodgement.